Event description:
It was reported that the customer's pump was experiencing an issue where the battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. No additional information was received.